Event description:
It was reported that device entrapment and removal difficulties were encountered. The patient also experienced vomiting and a hematoma. The 80-95% stenosed, 300mm, complex multilevel heavily calcified target lesion was located in the moderately tortuous femoral popliteal artery. A 6f non-boston scientific sheath and a 300cm, 8cm v-18 control wire were placed. A 4.0 mm x 220 mm x 150 cm sterling balloon catheter was advanced for dilatation. The balloon was inflated thrice at 14 atmospheres for 2 minutes. The device was then fully deflated. The device was attempted to be removed off the wire. Removal difficulties were encountered. The hypotube of the sterling balloon catheter prolapsed and the hypotube kinked distally as a result from the removal difficulties. The physician removed the entire system intact along with the 6f sheath. It was also reported that the patient experienced a hematoma and vomiting. The physician performed a superficial femoral artery (sfa) recanalization and a computerized tomography scan (CT scan) was performed to rule out retroperitoneal hematoma (rph). The procedure was completed. The patient fully recovered.